Manufacturer narrative:
Unknown/ not provided. Section h3: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that the liquid optics interface had suction loss during laser treatment. There was no patient injury or surgical intervention reported. No further information was provided.

Manufacturer narrative:
Correction: h4 device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as 08/30/2021, however the correct date is 08/31/2022. Additional information: section a2: age 84 years old; date of birth (B)(6) 1939. Section a3 gender: female. Section a4 patient weight: 143 pounds. Section a5 ethnicity: not hispanic/latino, white. Section h3: device evaluated by manufacturer: yes. Device evaluation: device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.